Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible micro perforation of the myocardium by the right ventricular (rv) lead. The rv lead exhibited non-capture at maximum output and diminished r waves. The lead remains in use with plans for a future lead revision. No further patient complications have been reported as a result of this event.